Event description:
The customer reported that the equipment was displaying a temperature error message. The error was due to a compressed pedal when turning on the decompressed pedal. No pt injury was reported.

Manufacturer narrative:
(B) (4). The system was repaired, found to be operating as intended, and released to the customer for use.